Event description:
Boston scientific received information that this field representative called boston scientific technical services (ts) to report the patient implanted with this pacemaker passed away on the same date as the implant procedure. He noted that the clinic believed the death was secondary to the implant procedure. The patient developed some type of effusion and a tap was attempted, but the patient died. The field representative was unable to provide any further information.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.